Event description:
A report was received that the patient underwent explant procedure. The physician suspect device malfunction.

Event description:
A report was received that the patient underwent explant procedure. The physician suspect device malfunction.

Event description:
A report was received that the patient underwent explant procedure. The physician suspect device malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm, model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted leads, lead extensions and clik anchor were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that there was no device malfunction. It was patient¿s opinion that there was a malfunction, and explant procedure was patient¿s preference.